Event description:
Knees swelling [knee swelling], severe pain after synvisc one injection in bilateral knees [knee pain]. Case narrative: case was initially submitted via sanofi legacy database and is now being re-distributed to FDA at their request. This unsolicited device case from united states was received on 12-may-2016 from a pharmacist via health authority of united states (FDA with regulatory reference number: mw5061537). This case concerns a patient of unknown demographics who received treatment with synvisc one and later experienced knees swelling and severe pain after synvisc one injection in bilateral knees. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patient received treatment with intra-articular synvisc one injection (dose, frequency, indication, batch/lot number and expiration date: not provided). On (B)(6) 2016, the patient experienced knees swelling and severe pain after synvisc one injection in bilateral knees. Corrective treatment: not reported for both the events. Outcome: unknown for both the events. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: important medical event for both the events.